Event description:
Paramedics attended to a person diagnosed in full cardiac arrest. The pt was monitored using disposable defibrillation electrodes and diagnosed in coarse ventricular fibrillation. Later, the device allegedly displayed a connect electrodes message and the pt's ECG was no longer displayed. After checking the connections to the pt and turning power to the device off then back on, the pt's ECG was again displayed. The operator attempted to administer a defibrillator shock. The device allegedly failed to deliver energy to the pt. A back up defibrillator was made available and used with no other problems reported. Defibrillator shocks and pacing therapy were administered to the pt. The pt's outcome was not reported. There were no adverse effects to the pt reported as a result of the alleged malfunction.